Event description:
Patient reported cannula fell off on (B)(6) 2026 in egypt.

Manufacturer narrative:
E1: name: medtronic minimedcountry: united states of americaaddress ¿ line 1: 18000 devonshire streetcity: northridgecity: northridgestate: californiazip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380.